Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and dye tested. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints were found for this lot number.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The devices were not sent to a user facility.